Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had hematoma. The (B)(6) pressure pump was done due to fluids under the permanent pacemaker (ppm) but the pump was not working likely due to some air leak. Additional information received indicated a pocket revision was done for hematoma. No additional adverse patient effects were reported.